Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Purge cassette leak: the pc was returned for investigation. The pc was run overnight to reproduce the leak, and fluid was seen loose inside the purge cassette. The pc was cut open to evaluate the leak source, and it was found to be leaking from behind the piston. The cause of the purge cassette leak was insufficient seal between the piston and the cylinder. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that there was a dripping leak in the purge cassette. No force had been applied. The impella was functioning without issues, and no alarms were present. No additional problems were noted. The device had already been weaned, and explant was scheduled.